Manufacturer narrative:
Additional information: h6. Complaint confirmed. One unpackaged ar-1204af-80 was received for investigation. Upon visual inspection, it was noted that the returned device cutter tip was broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error. Mechanical damage to device such as hitting the device with another device or object, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a cruciate ligament surgery the device broke during drilling. All broken parts were retrieved from the patient., according to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.